Event description:
The hospital reported that during the surgery, they tried to opened the pouch and they saw that it was not sealed because the implant was sticked on the sealing part of the pouch.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report. The event involves a device that is not cleared for sale in the u.s., and no similar device is commercially available in the u.s. Since this packaging configuration is used for some products sold in the us this event will be reported.